Event description:
A malfunction alarm, identified by the code "malf 0," was reported by a customer. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The technical support team provided pump reset instructions and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to call back if it happened again. The customer understood the instructions and continued using the pump.